Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was seeing call your doctor, end of service (eos), but the patient wasn¿t sure if he saw it on his patient programmer (pp) or recharger. The patient told the rep that this happened 3 times. The rep read the device with her clinician programmer and the battery showed ok. The patient last charged (B)(6) 2018 to 100% and before that (B)(6) 2018. The patient did need to charge now. The rep was going to get her charger to see what it displayed on the screen. The patient didn¿t bring their equipment to the appointment, so the rep was going get hers to try. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient got called into an exam room for a procedure sinai was unable to read his battery with the rep¿s charger and programmer. The patient was going to call patient services when he got home if he saw the same message. The rep reported that she didn't get any error message when interrogating the battery with her clinician programmer. The battery service life was okay. It was unknown what the cause of the issue was and if it was resolved. No further complications were reported.